Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) arrested in the hospital. The rythym was a slow ventricular tachycardia (vt), below the programmed vt cut off rate. The patient was externally cardioverted, however the heart rate increased and the device detected vt and administered a shock. Upon device interrogation a shorted shocking lead warning screen appeared. The episode detail displayed a low out of range impedance measurement. The shock impedance through the device was low, but not out of range. The daily measurements show the shock impedance had been slowly declining over time. The device was explanted and replaced.